Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact on the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.